Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. Upon device interrogation, a decrease in r-wave amplitude was observed. During revision of the right ventricular lead, it appeared that the insulation had been slit with a suture needle or similar tool at implant. The lead was explanted and replaced successfully on (B)(6) 2015. The patient was in stable condition post procedure. The patient would continue to be monitored.